Event description:
The customer reported that she just took a manual injection due to high blood glucose levels over 600 mg/dl. The customer stated that she needed to get to the hospital. The customer did not want to troubleshoot. She only wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.